Event description:
It was reported that there were leaks at the reservoir of the insulin pump. It was also reported that the customer received no delivery alarms. Customer's blood glucose level was unknown. No troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.